Manufacturer narrative:
The account found the cause to be the side rail end tube is split and the latch plate is bent. The account replaced the side rail end tube and latch plate to resolve the issue.

Event description:
The account alleged the side rail does not stay in the raised position. No pt impact.